Event description:
It was reported that a 511o was used during a laparoscopic oophorectomy. It was reported by the affiliate that the seal on trocar torn and leaking. Another trocar was opened to complete the case. There was no consequence to the pt.